Event description:
Boston scientific received information that during a follow up visit, this pacemaker displayed "good" battery status, magnet rate of 100 and longevity remaining indicated as less than one-half year remaining. During the previous visit, the magnet rate was 90. There was concern that the battery depleted more rapidly than expected. A replacement procedure may be performed in the near future. An internal technical service consultant was contacted regarding the change in device behavior. The information will be reviewed by engineering. No adverse patient effects were reported. Additional information was received: engineering reviewed the data and determined that the device had no resets. Previously the autocapture feature was programmed on and approximately (B)(6) weeks ago, it was turned off. Utilizing data information, the remaining longevity has been estimated at three months remaining. An explanation was provided for the magnet discrepancy due to the switch of current bins resulting in the change. Implanted: (B)(6) 2007, explanted: n/a; remains implanted

Manufacturer narrative:
According to available information, this device remains implanted. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this pacemaker displayed "good" battery status, magnet rate of 100 and longevity remaining indicated as less than one-half year remaining. During the previous visit, the magnet rate was 90. There was concern that the battery depleted more rapidly than expected. A replacement procedure may be performed in the near future. An internal technical service consultant was contacted regarding the change in device behavior. The information will be reviewed by engineering. No adverse patient effects were reported.